Event description:
The patient underwent interventional catheterization via a right groin access site to allow for emergency intra aortic balloon pump if neccessary. After the right groin was successfully closed with a prostar xl 8fr pvs device, the cardiologist attempted left arteriotomy closure with a techstar 6fr pvs device. The posterior needle did not present on deployment. Needle backdown was not successful. A vascular surgeon was called for device removal. An incision at the entry site was performed to access the needles and remove the device. Surgery was successful and the patient recovered without incident. Field reports based on the product experience form provided indicated that there was a needle miss.